Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient in response to follow-up reported that the cause of the symptoms previously reported remained unknown but they were working with several doctors, urologists, and spine surgeons to determine the cause. The patient had been to the emergency room and their primary doctor had shut down the device for 1 week, reprogrammed it, and tried all settings. They were currently at the lowest setting without being off so there was not 100% improvement. They were trying to find a balance.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va10qsn, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient (pt) was new with the device and was having difficulty with programming. The pt clarified that something was not right with it and needed to change programs but was not sure what to change it to. The pt stated they had 4 programs and had tried a couple of programs in the last week but could not find one that seemed to work properly for them. The pt they were having additional problems such as pain during sex. The pt mentioned before their implant they were having pain after sex but not before sex; the pt stated they can't have sex at all because it felt like the leads were on the outside of their vaginal wall, as that was where they felt stim. The pt reported they randomly get a stabbing sensation during the day, like somebody was shoving a knife up inside them and this startled them. The pt stated that this sensation was not due to the implant because they had it for years prior to implant. The pt was hoping the implant would help with this but they were having it more often now. The pt's frequency symptoms had returned because they were going to the bathroom all the time now. The pt tried changing programs, increased and decreased stim. The pt was to follow up with their healthcare provider (hcp). Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.